Event description:
It was reported that during a da vinci-assisted surgical procedure, error 1169 trocar detection on arm 1 / error due to pacemaker interference in the patient. Surgery was performed with 3 arms. The procedure was completing as planned with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: it was impossible to use one of the arms. Multiple attempts to use it failed, despite advice from the call. The site finally concluded that a magnet had been installed because the patient had a pacemaker and that the magnet was interfering with the trocar locking system on the robot's arm. The site therefore decided to do without one arm and work with three arms instead of four, and everything went perfectly.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the procedure was completed with 3-arms. The system was verified and ready to use.